Manufacturer narrative:
The suspect device was not clearly identified by the reporter and device analysis did not identify any device failures, therefore, we are unable to determine the specific suspect device. The following is a list of all the reported devices: cage: (B)(4) / lot um11c243, (B)(4) / lot um11c290, (B)(4) / lot umc11304 end cap: (B)(4) / lot ca10j007, (B)(4) / lot ca10m075, (B)(4) / lot ca10m074. (B)(4). The product was returned for evaluation. Visual examination did not identify any issue with respect to the implants. Manual manipulation and compressive testing of each intervertebral implant at multiple levels confirm proper function; unable to induce collapse of the expanded implants. After visual and functional evaluation, the implants appear to function as intended. A review of the device history records did not identify any applicable non-conformances to specification.

Event description:
It was reported that the patient underwent a vertebrectomy. Reportedly, the "gray rings" on the cage caught on tissue as it was ratcheted which allowed the cage to stay open, release down and collapse. This issue extended the surgery by at least two hours and broke through an endplate. The surgeon decided not to implant a cage. There were no additional complications noted.